Event description:
During procedure, doctor noticed that screw from the versatrac retractor arm was missing, instrument still functioned as needed; floor was searched and doctor examined wound to look for screw, but none was discovered; unsure whether screw was in the instrument when the case was started or not. X-ray was taken and radiologist called to room to report not seeing screw on film either.